Event description:
Batch # 2004759. It was reported by customer that while attempting to expel air bubbles from a medication filled syringe with injection needle placed on syringe, the plunger would not move and air could not be expelled from the syringe (needle was plugged and it wouldn't expel medication. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the reporter contacted regeneron medical information via phone to request replacement of 1 unit of eylea (vial). While attempting to expel air bubbles from a medication filled syringe with injection needle placed on syringe, the plunger would not move and air could not be expelled from the syringe (needle was plugged and it wouldn't expel medication, per reporter.). The reporter denied any adverse events or missed doses due to this event. The carton and syringe is available for retrieval. The reporter was instructed to retain the product for retrieval. No further information was available at the time of this report.

Manufacturer narrative:
Initial MDR with device evaluation. It was reported the needle was plugged and wouldn't expel medication. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show a needle assembled to a syringe without the plastic shield. No other information could be obtained from the photos. A device history record review was completed for provided material number 305106, lot 2004759. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality issues. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.